Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge push balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft. Microscopic examination of the balloon revealed a 3.5 mm longitudinal tear in the distal end of the balloon proximal to the marker band. The tip of the device was damaged. There were no irregularities in the balloon or marker band material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-mar-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery (mlad). A 1.50 mm x 12 mm emerge¿ push balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.